Event description:
Event description cpi received information that the during the implant of the implantable pulse generator (ipg) the physician observed a period of no output when connecting the ventricular lead (non-cpi). The patient is pacemaker dependent. The physician reinserted the lead, tightened the set screw and appropriate sensing and pacing was observed. Thresholds and lead impedance measurements were normal.